Event description:
Customer reported a donor segment was negative when tested with anti-lewis a lot lab129a. Reaction was positive when tested with a competitor's antisera. No death or serious injury was associated with this incident. This report corresponds to MFR.